Manufacturer narrative:
Device disposed of.

Event description:
Revision surgery - due to posterior medial wear the surgeon performed a poly swap. The patient has a high body mass index (bmi).

Manufacturer narrative:
The reason for the revision was reported as posterior medial wear after 5 years 7 months of patient use. The healthcare professional indicated a significant adverse event to the patient. There was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of at the hospital and not made available to djo surgical for examination. A review of the device history records showed no non-conforming material reports associated with this product. A review of the product complaint report history showed this is the (B)(4) complaint against the main contributor, second for this lot number. A definitive root cause for the posterior medial wear could not be determined with confidence. There is no information reported that showed a material, design, or manufacturing problem with the product.